Manufacturer narrative:
Date of event: (B)(6) 2016. Date of explant: (B)(6) 2016 additional suspect medical device components involved in the event: model #: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom was redness. Infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure.